Event description:
High thresholds on ventricular lead on (B)(6) 2022, lead is positioned in left ventricle (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).